Event description:
The customer reported that after pipetting an htlv I/ii plate on the summit the technician noticed low sample was delivered to wells h3 and h12. No error was generated by the summit. No death or serious injury was associated with this incident.